Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that an intraocular lens (iol) was explanted approximately two-weeks post original implant, due to dislocation. The lens was replaced with a different model and diopter iol. Additional information has been requested.